Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had pim leak test fail during routine check by customer. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) after onsite checking machine and test pim leak passed. Perform machine functional tests passed and safety check passed. Problem not verified. Device passed all performance tests according to factory specifications. Device was returned to user and cleared for clinical use.